Manufacturer narrative:
A review of the instrument log for the permanent cautery spatula (470184-13/n10190107 0042) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk2645. The alleged event occurred on the first use. The instrument was logged after the alleged event reported on 03/26/2020; however, the instrument was not used. Therefore, there are 9 lives remaining. No image or video clip for the reported event was submitted for review. Additional technical review is not required as there was no error related to the issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted supraglottic laryngectomy procedure, the surgeon noticed the wire was broken. There was no report of fragment(s) falling inside the patient. The instrument was replaced with a with backup da vinci instrument of a different kind. The procedure was completed with no reported patient harm, adverse outcome, or injury.